Event description:
The customer site reported that a pt underwent mr legs and thighs exams in 2009, using an 8-channel body coil. Both exams consisted of 30 scans and lasted for approx 2 hours. It was reported, the pt had no metallic implants and was not in contact with any conductive materials. The pt only received padding between herself and the coil because the customer stated that they were not accustomed to providing padding on other areas. Additionally, accounts from the customer revealed that the pt's hands were intermittently clasped during the exams. The pt returned the following day to receive compliment mr exams with contrast during which she complained of receiving a burn on the left side of her abdomen. The burn was described to be 4 inch in size with 3 blisters. Details on the treatment applied to the burn were not available. The pulse sequences used for the legs exam included: fgre, fse-ir, se, se, frfse-xl, se, frfse-xl, fse-ir, fse-ir, se, frfse-xl, se, frfse-xl, frfse-xl, se. The series with their corresponding durations (min) were: 3 plane localizer (0:20), cor fast stir (4:18), cor se t1 (4:37), ax se t1 (5:20), ax t2 frfse (4:58), ax se t1 (5:20), ax t2 frfse (4:58), sag fast stir (5:20), sag fast stir (4:58), ax se t1 (5:20), ax t2 frfse (4:58), ax se t1 (5:20), ax t2 frfse (4:58), ax t2 frfse (4:58) and ax se t1 (4:20).

Manufacturer narrative:
An investigation is ongoing.